Event description:
The customer states that one patient sample generated an initial clinical chemistry calcium assay result of 5.62 mmol/l (22.48 mg/dl) on an architect c16000 analyzer. The result was not reported from the lab. The sample was then tested three consecutive times with results of 2.31 mmol/l (9.24 mg/dl), 2.29 mmol/l (9.16 mg/dl) and 2.27 mmol/l (9.08 mg/dl). There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.